Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report.

Event description:
It was reported that automatic ventilation was interrupted while the device performed a restart. There was no injury reported.

Event description:
It was reported that automatic ventilation was interrupted while the device performed a restart. There was no injury reported.

Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed and it was found that a communication interrupt between the two processors onboard the therapy control unit had occurred during the concerned procedure. The device is designed to trigger a system reboot when such condition occurs. In case of such a reset, therapy will be interrupted for a maximum of 15 seconds, the device posts a corresponding alarm to alert the user and, therapy will be continued with the last valid settings as soon as the reboot is completed. Also for the particular case, it can be confirmed that the device behaved as specified - ventilation was resumed after some seconds. The procedure could be continued without further problems until operation was finished by placing the device into standby mode. Although the source of the deviation can be attributed to the particular pcb, the exact nature of the issue cannot be determined due to its sporadic nature. The respective board was replaced as a precautionary measure, the workstation passed all consecutive tests and was returned to use without further problems reported since then. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted.